Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that during pulse generator cyber security upgrade, the device exhibited backup vvi operation. The patient experienced dizziness during the upgrade and the wand was removed to interrupt the process. The device was reprogrammed and resumed normal functions. The patient was in stable condition post download. The cyber security upgrade was not attempted again.